Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that the pump emitted a cs 064 call service alarm during the rewind/load steps. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 07/11/2014-device evaluation: the pump has been returned and evaluated by product analysis on 07/02/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump black box data could not be downloaded for review due to corrosion at the ir port. The pump history recorded a cs 064-0008 call service alarm. During a visual inspection of the pump, moisture was visible behind the pump display lens. A leak test was performed and confirmed a display lens leak. The pump prime steps and 24 hour exercise could not be completed due to a cs 078-0008 call service alarm. The pump case was removed and evidence of moisture ingress was found throughout the pump interior.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.